Event description:
During an in-clinic follow-up, an episode of ventricular tachycardia (vt) was noted on the device. Upon investigation, prior to the vt, there was a functional loss of capture which caused the device to deliver an inappropriate backup pulse. The physician suspected the pacing directly caused the vt. The device then delivered anti-tachycardia pacing to terminate the arrhythmia. The device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.